Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation became aware of an issue with persona c main unit 20kw 30s. It was reported that the system tries to boot up, logo comes up on the persona c but trolly shows message. The machine is going to sleep and shuts down. The site had to bring the patient out of anesthesia because of this issue. Site has two persona c both being used 10 hours each day but because of issues they are cancelling use of this equipment. The customer said this has been an intermittent issue on and off since persona c was installed in (B)(6). This unit is at the (B)(6). The issue was resolved by the dealer radiology imaging solutions with the help of fujifilm healthcare americas corporation service team. The dealer radiology imaging solutions was able to resolve the issue by finding the main power supply shorted. Once reseated the power connection and prevented the short, the video processor was booting up normal. The system is back operational and working as designed. However, fujifilm healthcare americas corporation has not received the information about the patient status (who was brought out of the anesthesia because of this issue). Due to unknow patient status, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Ref: fujifilm healthcare americas corporation complaint #(B)(4).